Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A interrogation of the pulse generator revealed premature depletion of the battery. No interventions were reported. The patient was stable. Further information was requested but not received.

Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
Additional information: b5 and e1.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further information was requested but not received.

Event description:
New information received notes that the device was explanted. Further information was requested but not received.